Event description:
Customer reported via phone call, she was hospitalized for diabetic ketoacidosis. Customer current blood glucose was 142 mg/dl. Blood glucose at the time of admission was not provided. Customer's symptoms were abdominal pain, difficult breathing, eyes irritation by the sun, irritation by loud sounds, hot, and weak. She treated high blood glucose with the insulin pump and manual injection. Blood glucose wouldn't lower and due to difficulty breathing, chest and rib pain she went to the hospital. Customer was treated with IV drip. Customer wasn't wearing the device at time of admission she had been of it for a couple of hours. Troubleshooting was not performed as the device had been stolen, and it's returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.